Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ sp saline syringe squirted solution out of the back of the barrel during use. The following information was provided by the initial reporter: "during a visit with bd representatives, the nurses indicated that they've had a few flush syringes over the past year where saline solution squirted out the barrel toward the nurses. (Backwards from the syringe barrel) they indicated there was no blood exposure or patient impact and there were never matching lot numbers associated with the incidents. The nurses indicated this very rarely happens".